Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly on (B)(6) 2017 the patient underwent a right total knee arthroplasty using simplex hv bone cement. It is further alleged that he was revised on (B)(6) 2020 due to alleged loosening of his knee. Additional information have not been provided.